Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745bp, lot# nlh001845n, product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745bp, lot# nlh003808n, product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that when the patient tries to charge the ins, the controller turns off. The patient stated when they charge the controller, the green light is on the box. The last time they charged to 100% was on (B)(6) 2018 and the felt stimulation until (B)(6) 2018. The patient reseated the battery pack and it did not help. The patient tired to put in (B)(6) batteries and the controller was not able to find the ins. A replacement battery pack was sent. The patient then called back and stated the new battery pack did not resolve the issue. A replacement controller was sent. Additional information from the patient stated that they received the replacement controller but they were only seeing ¿incompatible system component. Ensure batteries and other system components are compatible¿. The patient reseated the battery pack and reported the same message after briefly seeing ¿set-up for: trial¿. The patient tried using (B)(6) batteries and reported seeing the ¿set-up for: trial¿ screen. The patient stated they had been without stimulation/ therapy and were considering going to the hospital for pain medication. It was reviewed that if the new replacement controller and battery pack do not resolve the issue, they should follow up with a healthcare professional (hcp). Additional information from the patient reported that they received the replacement parts and that worked for a couple days. The patient stated when they go to charge the ins with the recharger, a code pops up and the controller screen goes blank. When the plugged it in, the patient stated the desktop charger (dtc) green light was on and the controller screen turned on. The patient stated the green light on the controller was flashing and the controller battery was full on the screen. The ins battery was at 30% and would not charge. The patient unplugged the controller from the wall and the screen stayed on. The patient stated the code said something about recharger ¿needs attention¿. The patient thought the recharger cord was the issue. The patient started a charge session over the phone and the ins started charging. The patient was advised to call back if they continued to see the error code. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.